Manufacturer narrative:
The insulin pump was received with button error alarm due to moisture damage keypad traces. No moisture damage on electronics noted during testing. The insulin pump was received without original belt clip. The insulin pump had scratched display window, cracked display window corner and scratched reservoir tube window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's parent reported via phone call that the insulin pump had a button error alarm and physical damage. The blood glucose at the time of the incident was 336 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.